Event description:
It was reported that the device went to elective replacement indicator status after the patient received cardiac ablation with stereotaxis. The status of the device is not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).